Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed for a amio continuous infusion of 1mg/hr or 33.3 cc/hr. The nurse left the room to chart and returned when the pump started to beep. The nurse realized that the IV line with the amio had air in line, while trouble shooting this issue the nurse saw that the amio bag was empty. The nurse asked staff and the patient if someone had touched the IV pump, with all saying, "no". There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of unregulated flow was not confirmed. The customer did not provide a specific incident date and time. The review of the pcu event log identified an infusion which matched the customer¿s description of a continuous infusion of ¿amio¿. The logs identified an infusion of drug ID 24 (amiodarone ¿ continuous infusion) at a rate of 33.3ml/hour. The log review noted a previous programmed with drug ID 25 (amiodarone ¿ loading dose). The infusion was programmed at a rate of 600ml/hr and infused for approximately 40 minutes infusing 384.631ml. The logs identified multiple ail alarms which also matches the customer¿s complaint. Testing and inspection of the source pump module found no malfunctions and to be infusing within specification. The root cause of unregulated flow was not identified.